Manufacturer narrative:
A ge service rep performed an on site investigation. Although the failure could not be duplicated, it did recur without explanation. The most likely causes of the failure, the fluoro function board, the backplane board, and the power supply were replaced as a preventative measure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 reinitialized itself during a procedure. There was no adverse pt involvement reported. There was no pt info reported.